Event description:
The pt experiened "hyperperfusion syndrome". In 2005, the pt died, four days post-op. It is unk if the pt's death was product related. Info also received stated that "no evidence of bleed or stroke from CT, MRI and neurological eval. All indications consistent with hyperfusion syndrome. No additional info was available.

Event description:
Add'l info reported that the pt had transient bradycardia during procedure; treated with atropine. After stent deployment, pt was confused and did not respond to questions. Eeg was abnormal; CT, MRI, and mr angiogram showed infarction (small vessel embolization ) in territory of left middle cerebral artery. Although situation was fairly stable, pt decided to initiate a do not resuscitate (dnr) status since they did not want to persist in a hemiplegic condition. Site reported event as "hyperperfusion syndrome", however, final diagnosis is major, ischemic, ipsilateral stroke. Pt died in 2005. Cause of death is listed as sudden cardiac death, status post cerebrovascular accident, post carotid stenting.